Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon was unable to squeeze the handle and the stapler was unable to fire. The device was replaced with another same product to complete the procedure. The patient was alive with no injury.